Manufacturer narrative:
The customer's complaint that the prime switch of the thermogard console (sn (B)(6)) was not functioning was confirmed during the functional testing. The root cause of the reported complaint was a failed prime switch. The prime switch was replaced to address the reported complaint. Following service, the thermogard xp ivtm system passed the final functional tests without any issues. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with sn (B)(6).

Event description:
As reported, the prime switch on the thermogard console (sn (B)(6)) was found to be non-functional, preventing the suk from being primed. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.